Event description:
It was reported while stimulation was turned on patient never had therapeutic effect since implant. Patient stated stimulation was intermittent, a shocking or jolting sensation occurred, and lead was in an uncomfortable location. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).